Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ae received for migration/loosening of the tibial component. Event does meet the definition of serious and is considered moderate. Event is possibly related to device and definitely not related to procedure. Awaiting revision. Doi: (B)(6) 2013; doe: (B)(6) 2017; right knee. Knee revised for migration/loosening of the tibial component - dor: (B)(6) 2018.